Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received notice from (B)(6) representing batteries unlimited regarding an incident of a scooter catching on fire while using their batteries. User passed away.

Manufacturer narrative:
The product was inspected. The product is over 14 years old. The investigation found that the device had been modified post production in the field.

Event description:
Received notice from nationwide insurance representing batteries unlimited regarding an incident of a scooter catching on fire while using their batteries. User passed away.